Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information stating that the customer experienced low blood glucose (bg) levels of 60-66 mg/dl. Reportedly, the customer was being extra active causing the low bg level. Additionally, it was reported that the customer was getting sick and bg levels were sporadic. The customer consumed juice to treat bg levels and, during the call with tandem's technical support, the customer's bg levels were "okay".